Manufacturer narrative:
The involved device was not returned for evaluation. Retention samples from the reported lot and surrounding lots were examined and tested. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause of the event is reportedly due to the catheter being cut by scissors during the bandage removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility (a veterinary clinic) reported that the distal portion of the IV catheter tubing was detached following a procedure. The following information was provided by the veterinarian at the animal hospital: (1) during the removal of the bandage, a portion of the IV catheter was cut by scissors and detached from the device; (2) radiographs were taken and the detached distal portion of the catheter appeared to be located in the canines heart, but could not be confirmed; and (3) the dog is reported to be okay, is currently still being monitored and is scheduled for a follow-up x-ray.